Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus express2 3.5x16mm drug eluting stent in an unknown vessel and inflated the balloon to 10 atm's. When he tried to remove the balloon, it would not release. He then reinflated the balloon to 14 atm's and deflated the balloon and the balloon then released. No patient complications were reported. Patient status is satisfactory.